Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the serial number is not available.

Event description:
Related manufacturer reference number:1627487-2023-05517. Related manufacturer reference number:1627487-2023-05521. It was reported the patient lost effective coverage due to the l4, l5 drg leads had migrated. The patient underwent surgical intervention where all the three leads except one, were replaced with a new ones restoring therapy.